Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted from a patient in the us, and was donated for use. The device was turned off, cleaned and resterilized. Upon interrogation a begining of life battery level ws displayed. The capacitor reforms took 45.1 seconds causing the device tpo trigger elective replacement indicator.